Manufacturer narrative:
The field service engineer checked the analyzer and no issues were found. The investigation is ongoing.

Event description:
There was an allegation of a questionable low crpl4 c-reactive protein gen.4 result from the cobas 8000 c702 module. The initial result was 0.01 mg/l. The customer felt this result was strange and repeated the sample. The repeat result was 26.42 mg/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 618 914. The expiration date was requested but was not provided.

Manufacturer narrative:
The reagent expiration date was 28-feb-2023. The investigation did not identify a product problem. The cause of the event could not be determined.